Event description:
A malfunction alarm was reported by the customer, indicating a pump issue. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to reset the pump, which resolved the malfunction, and they were advised to contact support again if the issue recurred.